Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp) that the catheter tip advanced slightly which caused the helix of the rvlp to extend. The rvlp was not used and the physician elected to complete the procedure with a different rvlp. There were no patient consequences.